Event description:
It was reported that the patient experienced multiple hypoglycemic events while using the ilet system, with documented blood glucose values of 52 mg/dl, 49 mg/dl, and 51 mg/dl; the sequence involved meal announcements while glucose was trending down, subsequent carbohydrate corrections that stacked with the meal, and then additional overtreatment that produced a roller-coaster pattern, all categorized as an incorrect procedure or method with no device component applicable. Symptoms included hypoglycemia and shaking/tremors. Outcomes included a serious injury/illness/impairment classification. Investigation included communication and interview with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, a usage problem, and that the event was linked to failure to follow instructions, consistent with user-driven stacking of meal and correction inputs; a device component issue was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.